Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to reprocessing deviation from IFU. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual_ manually cleaning the endoscope and accessories ¿remove detergent solution from all channels¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air/water channel of the subject device was clogged. The issue was found during maintenance. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the nozzle and biopsy/instrument channel were clogged with foreign material. This report is being submitted for the presence of foreign material found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation of the device, service found the rubber adhesive had detached, and due to wear of the angle wire, the play of the up/down knob was out of specification. Due to the clogging of the nozzle, water supply volume, water removal, and air supply volume were out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.